Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 5 and 24 hours. The pod had dislodged from the insertion site (abdomen). Symptoms reported include hyperglycemia, nausea and vomiting. The patient was treated with bolus corrections, fluids and anti-nausea medication. The patient was released after 6 hours. The pod was not worn while the patient was being treated. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.